Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had an episode that showed that patient received inappropriate antitachycardia pacing- atp therapy but appeared to be atrial driven rhythm, equal a to v but even one more a than v. No intervention was performed. The patient was in stable condition.